Event description:
It was reported that the customer was hospitalized due to unexplained high blood glucose and dka. Caller stated that the customer's blood glucose reading at the time of hospitalization was high. Caller stated that the customer was having problems with the infusion sets cannulas they were bending. Caller stated that the customer is wearing the infusion set on his legs because he has too much scar tissue in his abdomen. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.